Event description:
It was reported that the device was smoking and it had a burning smell. No significant delay or patient injury reported.

Manufacturer narrative:
The product was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: (1) there could have been a power surge which could have caused the subject controller to overheat, or (2) the exhaust fan at the rear of the subject controller might have been obstructed by a wall or another piece of equipment in the operating theatre, thus not allowing sufficient airflow through the subject controller, (3) using an improper power cord or improper extension cord, or a loose power connection, (4) an issue with one of the concomitant devices in use at the time of this complaint event. There are no indications to suggest the device did not meet product specifications upon release into distribution.